Manufacturer narrative:
Results of investigation: it was reported that a revision surgery had to be performed due to an infection involving a sl-plus mia stem (75001942). The performed medical investigation revealed that the provided paper documents a periprosthetic infection due to methicillin-resistant staphylococcus epidermidis. This was successfully treated by a two-stage revision with removal of all components and implantation of an acrylic spacer. Two previous surgeries were unsuccessful to treat the infection. It was not indicated how long the implant was in-vivo, therefore the type of infection and a possible route of infection cannot be assumed. Also, neither a device history record (DHR) review, nor a visual inspection, nor a dimensional or functional evaluation could be performed since the device has not been returned and the batch number has not been communicated. Consequently, the root cause could not be determined conclusively due to insufficient information. No further actions are deemed necessary as a result of the performed investigation. In case additional information becomes available in the future, this complaint will be reopened.

Event description:
It was reported a revision surgery due to an infected hip prostheses. This was identified in article "custom-made, antibiotic-loaded, acrylic cement spacers using a dental silicone template for treatment of infected hip prostheses." From the "european journal of orthopaedic surgery & traumatology".